Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that assistance was required on how to cancel treatment and start a new treatment. Before the patient completed the cancel treatment process, the patient removed the used supply bags and attempted to connect them to a new cassette to re-setup for treatment. The patient then encountered a fluid leak. Fluid did not come in contact with cycler. The patient was not connected at time of the call. It was reported that an alternate treatment option was available. Technical support advised the patient to avoid performing actions ahead of the cycler and to follow step by step directions to allow the cycler to drain remaining solution during drain 0. Upon follow up, the patient confirmed the reported event. During troubleshooting a draining slowly message in drain 1 of 4 of treatment, the patient was instructed to turn off the machine and re-setup while the line clamp was open. With the clamp open, fluid leaked from the patient line tubing not the connection to the bag. The patient confirmed that the solution bag and connection did not have a leak. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis (pd) treatment using new supplies and the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: h10 upon further review, it was determined that the event reported on MFR# 8030665-2024-00183 was not a reportable event related to fresenius products. The reported fluid leak was caused by user error as the patient reported that they had not clamped the patient line. There was no serious injury, adverse event, or reportable malfunction as a result of this event. There will be no further updates on MFR# 8030665-2024-00183.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that assistance was required on how to cancel treatment and start a new treatment. Before the patient completed the cancel treatment process, the patient removed the used supply bags and attempted to connect them to a new cassette to re-setup for treatment. The patient then encountered a fluid leak. Fluid did not come in contact with cycler. The patient was not connected at time of the call. It was reported that an alternate treatment option was available. Technical support advised the patient to avoid performing actions ahead of the cycler and to follow step by step directions to allow the cycler to drain remaining solution during drain 0. Upon follow up, the patient confirmed the reported event. During troubleshooting a draining slowly message in drain 1 of 4 of treatment, the patient was instructed to turn off the machine and re-setup while the line clamp was open. With the clamp open, fluid leaked from the patient line tubing not the connection to the bag. The patient confirmed that the solution bag and connection did not have a leak. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis (pd) treatment using new supplies and the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.